Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital for an unrelated reason, yearly impedance trends revealed a gradual increase in pacing lead impedance at the end of the previous year. No resolution was recommended. No patient symptoms were detected and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the pacing lead impedance continued to increase since the last check-up. Capture threshold had also increased. The patient was asymptomatic. A lead imaging is an option. No further information is available.